Manufacturer narrative:
UDI: (B)(4). The manufacturing site complete address is currently not available. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the motor was damaged and would not run. It was further determined that the device failed pretest for check for sticky speed trigger, check switching function forward/reverse, check the oscillation/forward/reverse mode function, check the oscillation angle and check power with test bench, minimum 67.5 to 110 watt. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to component failure (faulty parts), which is normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during pre-surgery, it was discovered that the small battery drive device stopped after two minutes of use. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.